Event description:
On 12/06/2006, nellcor puritan bennett received a report of a leaky cuff on a lpc tracheostomy tube. The caller reported the tube was pre-tested. The caller reported after intubation the cuff developed a leak. The caller reported that the pt was re-intubated. The caller reported the tracheostomy tube was discarded and is not available for evaluation.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint has been discarded and is not available for evaluation.